Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the insulin gauge was inaccurate. It was also reported that a cartridge alarm occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified while based on the analysis, the alleged low bg and fill estimate issues could not be verified.